Event description:
The customer stated that he was hospitalized several times due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 108 mg/dl. The hospital staff stated that the cause of the events was that the infusion sets the customer was using did not seem to be working for him. The cannula was not going into fatty tissue, but was instead reaching into muscle tissue and was therefore not being absorbed into his body. The customer started using a new type of infusion set after the event and his blood glucose levels returned to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.